Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator could not be interrogated. It was suspected that the device exhibited premature battery depletion. The patient presented on (B)(6) 2018 for replacement procedure. During the procedure, the physician noted that the device was swollen and had a ¿split¿. The device was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.